Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the power supply ps3. The system was tested and found to be working as intended. System placed back into service.

Event description:
It was reported that the vertical lift on the 9800 system will not go down. No patient injury reported.